Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required it is unlikely that the reported devices caused or contributed to the infection as it had an in-vivo time of approximately 9 years and 19 days. Root cause for the taper corrosion and infection could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated report: 0002648920 - 2017 - 00479.

Event description:
It was reported that the patient was revised due to a large pseudo tumor, inflammation and infection. Dissolvable antibiotic beads were also implanted.